Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges the wire coating sloughed off during a neuroradiology procedure. No intervention needed. A new wire was used to complete this procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed however, the root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.